Event description:
It was reported that the right atrial lead exhibited noise, over sensing due to clavicular crush damage to the insulation. The led was explanted and replaced.

Manufacturer narrative:
Final analsys found that the proximal insulation was damaged at 10.2 cm from the connector pin which exposed the proximal coil. The lead was fractured at 17.7 cm from the connector pin, due to clavicular crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.